Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence of symptoms. Treatment included surgical revision of the mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incarcerated umbilical hernia in a laparoscopic repair. It was reported that after implant, the patient experienced recurrence as well as omentum adherent to anterior abdominal wall and periumbilical mesh. After treatment, the patient experienced revision surgery, laparoscopic lysis of adhesions and repair of recurrent incarcerated umbilical hernia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence. After treatment, the patient experienced revision surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incarcerated umbilical hernia. It was reported that after implant, the patient experienced recurrence as well as omentum adherent to anterior abdominal wall and periumbilical mesh. After treatment, the patient experienced revision surgery, laparoscopic lysis of adhesions and repair of recurrent incarcerated umbilical hernia.